Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the cassette will not run on pump and the customer mixed new cassette and pump ran without alarm. No patient injury reported.